Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of fortum (1 gm, once a day) and ip injection of vancomycin (2gm, once a week) for peritonitis. Dianeal therapy was ongoing. At the time of this report antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
Antibiotic treatment was discontinued after eighteen days. The patient was not recovered from the event of peritonitis (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.